Event description:
The hcp reported the device system was removed due to battery depletion and catheter occlusion. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.